Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post-procedure, it was found that the clip had detached from both leaflets and remained in the left ventricle which required surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4, and bi-leaflet prolapse. Two clips were implanted and the mr was reduced to 2. During the 30-day follow up, it was confirmed that the patient was doing good. On (B)(6) 2015, the patient presented with shortness of breath. On (B)(6) 2015, a follow up echocardiogram was performed which found that one clip had completely detached from both leaflets and remained in the left ventricle, and the leaflet appeared to be torn. The mr had increased to grade 4. On (B)(6) 2017, mitral valve replacement surgery was performed; however, the detached clip could not be located. The other, stable clip was removed. It was confirmed that the patient was clinically stable post-surgery. No additional information was provided.